Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests, within 10 minutes, using separate finger sticks. His results were 42 and 109 mg/dl. He did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, he confirmed strip appearance to be normal, and confirmationn dot turning blue with blood sample. Rec'd similar results on another back to back test since initial report, 57, 110 and 98 mg/dl. Stated that he felt fine; did not give details of the testing.